Event description:
It was reported that following an initial treatment on 5/1/06 with a urethral bulking implant, a patient experienced severe burning a frequency on 6/5/06. Via cystocopy, necrotic urethral mucosa on left side near bladder neck was observed. The implant material was not visible on the left side. The patient was sent to an infection disease doctor who admitted her for parenteral therapy (IV antibiotics). While in the hospital, the patient passed a 4 x 5 mm piece of material. No further complications have been reported. Injection details are as follows: treatment volume was 1cc per side, metal wolf injection scope, transurethral approach, rate of injection 60 seconds, needle held at injection site for 90 seconds, position of injection was mid urethra, needle was imbedded to shoulder, no blanching, blebing or coaptation noted.

Event description:
It was reported that following an initial treatment on 5/1/06 with a urethral bulking implant, a patient experienced severe burning a frequency on (B)(6) 2006. Via cystocopy, necrotic urethral mucosa on left side near bladder neck was observed. The implant material was not visible on the left side. The patient was sent to an infection disease doctor who admitted her for parenteral therapy (IV antibiotics). While in the hospital, the patient passed a 4 x 5 mm piece of material. No further complications have been reported. Injection details are as follows: treatment volume was 1cc per side, metal wolf injection scope, transurethral approach, rate of injection 60 seconds, needle held at injection site for 90 seconds, position of injection was mid urethra, needle was imbedded to shoulder, no blanching, blebing or coaptation noted.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethral healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristic of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethral healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristic of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.